Event description:
The customer reported via phone call that the insulin pump has absence of no delivery alarm. Blood glucose value was 600 mg/dl. The status screen showed more than 20 insulin units remaining. The customer was disconnected from the insulin pump. Customer was advised to perform the high pressure; the insulin pump failed twice. It was stated that the insulin pump alarmed motor error during prime. The insulin pump was not exposed to a magnetic field. Customer is able to prime. Motor error occurred 4 times in the last 30 days. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and the reset error test. All operating currents were within specification and the off no power alarm functioned properly. The no delivery alarm functioned properly during the basic occlusion test. No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.